Manufacturer narrative:
(B)(4). D10: cat# 7100100306 lot# 2009120800 ppf ltz stem sz 06x160mm. Cat# 130830 lot# 1921728 magnum tpr adpr ti 42-50/0mm m12/14. G2: foreign - event occurred in italy. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 16 years post-implantation, the patient underwent a hip revision due to articular pseudotumor with metal on metal prosthesis and stem mobilization. The patient had unexpected worsening of health condition and underwent a revision. Attempts have been made and no further information has been provided.